Manufacturer narrative:
Concomitant medical product: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that for an unknown amount of time the personal therapy manager (ptm) displayed the error code 0617. The caller stated that the patient has been seeing this message sporadically and has still been able to get boluses but requesting another. It was reported that while on the call the patient requested a successful bolus. No symptoms were reported. No further complications have been reported as a result of this event. Additional information was provided from a healthcare provider (hcp) indicated that the cause of the personal therapy manager (ptm) issues was not able to be determined. It was reported that the patient was advised to stay away from electromagnetic interference and that the issue was resolved. No further complications have been reported as a result of this event. January 19, 2019 (B)(4) (hcp): additional information was received from the healthcare provider indicated that the patient was still experiencing uplink/0617 issues with the personal therapy manager (ptm). It was reported that the patient was not getting enough relief and they wanted a new ptm. No further complications were reported. January 28, 2019 (B)(4) and (B)(4) (con, rep): additional information was received from a consumer via a device manufacturer representative indicated that the patient's personal therapy manager (ptm) was still displaying the error code 0617. It was reported that the patient would get locked out and a picture of a physician with the code would appear. It was confirmed that an antenna was being used with the ptm and there was no electromagnetic imaging present during the codes. The pump logs were checked and showed that the patient was rejected a bolus on (B)(6) 2019- and (B)(6) 2019. The caller stated that the codes began appearing after the pump started tilting in the pocket. It was noted that during the last refill appointment the healthcare provider needed to use an ultra sound in order to locate the pump for refill due to it's movement. No further complications have been reported.

Manufacturer narrative:
This section was updated after review of the file. Product ID: 8835, serial# (B)(4), product: type programmer, patient; product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that there was no pump movement. No further complications have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Concomitant medical products: product ID (B)(4), serial# (B)(4), product type: programmer, patient product ID (B)(4), product type: accessory. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient programmer code: (B)(6) occurred. No further complications were reported.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was still having uplink issues with the personal therapy manager (ptm). It was reported that the caller was transferred to repair for ptm and antenna replacement. No further complications have been reported.